Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery, ophthalmic system automatically switched to diathermy mode. After that, the system started displaying an advisory message and could not be primed again. Procedure details and patient impact have not been provided.